Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00801. It was reported that the patient's lead had migrated. X-rays were taken however the results are unknown. In addition, the patient developed an infection at their implantable neurostimulator (ins) implant site (reference MFR report:3008829311-2017-00800 ) so the patient underwent surgical intervention on (B)(6) 2017 to have their drg system explanted. Note: both of the patient's lead are being reported as it is unknown which is liable.